Event description:
(B)(4). Severe cramping and heavy bleeding with menstrual cycle. Pain during sex as well as heavy bleeding or spotting. Spotting or bleeding at least half of every month. Hair loss and weight gain, bloating......